Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that the customer's blood glucose readings were not being stored in the memory of a contour meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. The in-house contour meter was tested with the in-house contour test strips from lot # 8ej3b01c, which gave satisfactory performance. The device history record for the affected contour meter (serial # (B)(4)) was reviewed, and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour meter serial # (B)(4). The returned meter was tested with in-house contour test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory.